Event description:
Procedure: laparoscopic gastric bypass. Reportedly, the stapler fired but the staples did not close on stomach and the blade did not cut. An additional stapler was fired and a smaller pouch was created. Unanticipated tissue loss. No further pt injury reported.